Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this patient received six bursts of anti-tachycardia pacing (atp) due to multiple episodes of ventricular tachycardia (vt). One of the atp therapies accelerated the patient's rhythm into the ventricular fibrillation (vf) zone. A successful shock was delivered which slowed the rhythm back to vt. However therapy was exhausted in the device and could not convert the patient out of the vt. Four days later the patient underwent a revision procedure due to high thresholds and loss of capture on the epicardial left ventricular (lv) lead. There was no asystole or worsening heart failure due to the loss of capture. The lv lead was surgically abandoned. During the revision procedure another manufacturer's field representative thought the remaining longevity was at one and a half years, thus the device was explanted. However, post explant interrogation revealed that there was actually three and a half years remaining and once lv outputs were programmed lower, the device indicated over eight years battery life remaining. No additional adverse patient effects were reported.